Manufacturer narrative:
G4: 02nov2020 b4: 02nov2020 the customer troubleshot with technical support and ordered a flow sensor assembly and data acquisition board to address the reported issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that the ventilator had constant alarms of volume reading failed and a patient disconnect. There was no patient involvement.